Event description:
The device was reported as having been explanted after an implant duration of approximately two years, six months (29.67 months) due to mitral regurgitation. During the implant, calcification of the posterior leaflet of the patient's mitral valve was observed. Prominent calcification of the annulus and shortened chorda tendinea were also observed. In (B)(6) 2010, the patient had chest pain and percutaneous coronary intervention (pci) was performed. In (B)(6) 2010, the patient suffered pneumonia and was admitted to the hospital. The leaflets of the device were resected and explanted for mvr due to mitral regurgitation (mr) on (B)(6) 2010. The regurgitation was regarded as level I to ii. Sjm 21mm aortic valve was implanted inside the rest of the 6900pj25 (valve-in-valve). The customer commented that this explant was unexpected, but not device related. The patient was recovering as of (B)(6) 2010.

Manufacturer narrative:
Device not returned. At the implant procedure, a perimount 2900j19 (B)(4) was also implanted for aortic valve replacement (avr) and maze procedure was performed. At the explant procedure, the perimount 2900j19 was also explanted for avr and was replaced with an on-x 19mm (B)(4). We have learned that only the excised leaflets will be returned for evaluation. Echo and operative reports were requested, but were not provided. We also learned that this patient was on dialysis -- duration and frequency has been asked, but is unknown at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No conclusion as to the root cause for the regurgitation is available at this time. Investigation is on-going.

Manufacturer narrative:
Evaluation summary: received three pieces of tissue measuring to an average of 2cm by 1cm each. Host tissue overgrowth is detected on to the tissue. No calcification is detected nor in the x-ray. The tissue was examined visually and with a light microscope. The returned items are inadequate for a valve evaluation, thus not able to evaluate. Result: the returned items representative of the explanted valve were received in a condition which made analysis impossible. Additional manufacturer narrative: see also report for serial number (B)(4) explanted in same procedure. Method: x-ray.